Manufacturer narrative:
Per the clinic, the patient experienced an infection in the radical cavity close to the electrode (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on september 09, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2021.

Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to unspecified medical reasons and incorrect placement. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.